Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) lead leads had dislodged. It was also reported that the rv lead exhibited unstable thresholds. The leads were explanted and replaced. No patient complications have been reported as a result of this event.